Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. D9. The communicator was returned for analysis on 2025-feb-28. H3. Analysis of the communicator found that the communicator's micro usb charge port was loose. The communicator failed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported that they had been trying to charge their communicator every day since friday, but it would not charge. Patient stated this was the first time 'in awhile' that they tried charging it again. Patient stated the last time they charged the communicator was 'probably maybe a month ago.' Patient stated when they plug the cord in, 'it seems awful loose,' and the indicator lights would not illuminate to the typical yellow/orange colors they had seen. Patient mentioned they had tried different charging plugs and outlets, but the issue had not resolved. A request was sent to repair to replace the communicator.